Event description:
It was reported that the user experienced a low blood glucose event after previously being in range, described themselves as brittle with severe swings, and commonly snacks before bed; the user corrected the event with oral glucose during a troubleshooting and education call. Symptoms included hypoglycemia. Outcomes included self-treatment with oral carbohydrate and no hospitalization. Investigation included a complaint intake and user troubleshooting focused on potential contributors to hypoglycemia. Investigation of this case revealed no device malfunction reported or identified, and no device component issue was indicated. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.